Manufacturer narrative:
H2 correction: please note that sections d3, d4, and h4 have been updated at this time due to the receipt of implantable neurostimulator (ins) identifying information. Additionally, please note that while the manufacturing site ID has changed from (B)(4) at this time, section g9 can not be updated due to constraints with the regulatory reporting interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported the patient ultimately decided not to replace their ins and to instead continue using their implanted ins ¿because the issues resolved after the patient controller and recharger were exchanged for new devices.¿ it was stated the patient was ¿using the devices without issues after replacement of the controller.¿ there remained no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they had experienced difficulty charging their implantable neurostimulator (ins). The patient controller battery pack was removed and reinserted in an effort to troubleshoot the issue; however, when the patient controller and recharger telemetry module were reconnected and the battery was charged again, a ¿recharger problem occurs, unable to continue¿ message was displayed. The remaining battery charge was low at the time of initial report. Additional troubleshooting was performed on (B)(6) 2020 whereby the patient controller showed there was no remaining battery charge and a red caution warning was displayed. When trying to charge the ins at that time, the charger could not recognize the ins and a recovery operation was conducted. It was noted the numerical value was not stable when trying to conduct the recovery operation, changing from 0 to 80, with most coupling being displayed as 0 to 5. A replacement patient controller and rtm were tested; however, the same issue occurred. It was noted that telemetry could not be established with a communicator due to the low remaining battery charge, though telemetry was notable possible by directly pressing the communicator strongly against the patient¿s skin. X-ray imaging was performed and the physician in charge stated there was no possibility of fracture or ins position shifting. The physician ¿judged that there was a possibility of a change in body shape and increase in fat.¿ after consultation with the patient about correction of the ins position, it was decided to remove the ins and change to a non-charging device from another manufacturer. The date for the exchange operation was undecided as of (B)(6) 2020. The issue remained unresolved at the time of report. The intractable chronic pain patient was alive with no injury at the time of report. No further complications were reported or anticipated.